Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 heating element (the wire) lifted up from the jaw. The reporter said that this occurred after the harvester had taken out the device to clean the jaws, using a wet sponge. Once they placed the device back in the tunnel, they noticed that the metal was lifted up from the jaw. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater was detached from the tip and was bent. A piece of the cold jaw silicon was detached from the side. The device was bloody. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. (B)(4).